Event description:
It was reported to boston scientific corporation on 03/29/07, that after the deployment of wallstent biliary stent with unistep plus on a female, "the physician tried to withdraw the delivery system out of the metal stent, but the distal end of the delivery system could not be withdrawn." According to the physician, the difficulty removing the delivery system was "probably due to a massive tumor pressure on the stent". "The physician cut the proximal end of the delivery system and withdrew the endoscope. The pt was sent back to his dept with the delivery system in his upper gi track, out of his mouth". Over the next 48 hours, the physician attempted to remove the delivery system without success. "After 48 hours, the pt returned to the ercp room and the physician succeeded to withdraw the delivery system from the common bile duct and [the] upper gi tract." There were no reported patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history and device history record review are in progress and results will be provided in a follow-up medwatch report. The 03/2007 15-month bare biliary complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.